Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening on diaphragm valve and radius, crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack, opening striated, opening sharp and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening. A striated opening due to surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.